Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 503 mg/dl, at the time of incidence. Customer was thirsty due to high blood glucose level. Customer was treated with manual injection for high blood glucose level. Customer did not alleged that the insulin pump was under delivering. Customer was using auto mode at the time of incidence. Customer declined to provide the information about the insulin pump. The insulin pump will not be returned for analysis.